Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The evaluation found the foreign material was due to insufficient cleaning. Additionally, there was foreign material and or stain behind the forceps elevator/discoloration and scratches throughout/crack on the body/dirty forceps channel/water tightness lost, due to deformation of connector/corrosion/due to damage on ultrasonic cable, the image is defective with missing element/due to chip of acoustic lens, ultrasound image was defective/deformed distal end/adhesive around light guide lens was peeled/adhesive on runner was cracked/connecting tube coating peeling, lastly, due to wear of angle wire, the bending angle in up direction does not meet specification. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The technician reported that foreign material was on the groove or gap of the distal end of the evis exera ii ultrasound gastrovideoscope, the forceps elevator has foreign material or stain, and foreign material was found behind the forceps elevator. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.